Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose of 507 mg/dl at the time of the incident. The customer stated the pump may be under delivering. The customer used manual injections and the pump to treat. The customer gave a 6 unit bolus but the pump read 5.8 units. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer was having blood at site issues with their infusion set. The insulin pump will not be returned for analysis.